Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the patient experienced post-operative bleeding after a laparoscopic hysterectomy and had to be brought in for a 2nd procedure. The total amount of blood loss between the 2 procedures was (B)(4)cc. There were no issues observed during the original procedure and both end tones and regrasp alarms were heard. The generator that was used during the procedure was checked by the customer's biomedical engineer and was cleared.